Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after a knee arthroplasty, the patient has an articular surface exchange revision planned for an unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: zimmer nexgen femoral component catalog #: ni lot#: ni, zimmer nexgen tibial component catalog #: ni lot #: ni. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. No devices were received; therefore the condition of the components is unknown. The device history records review was unable to be performed as the lot number of the device involved in the event are unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that after a knee arthroplasty, the patient has an articular surface exchange revision planned for an unknown reason. Additional information received states the patient underwent revision surgery due to stability issues.